Event description:
Add'l info: pt receiving prostin at a rate of 1.5ml/hour for three days prior to reconstructive heart surgery. During induction, the pt's blood pressure dropped, pt turned red and experienced cardiac arrest. The pt was resuscitated and placed on ECMO however enventually expired. The clinical staff felt that 6 to 10ml prostin had been given based on visual inspection of the syringe volume.

Event description:
The rptr stated that pump was involved in a possible over-infusion sometime in 1995 at the user facility. The pt was on prostin and was in the o.r. For reconstructive heart surgery. During induction, the pt turned red and experienced cardiac arrest. The staff felt that a decrease in the syringe volume had occurred upon visual inspection and concluded an over-infusion of prostin had been given. The pump was checked by the surgical staff and was ok. The pump was never taken out of svc. This issue was never written up as a problem and was not reported to medex by the hosp.